Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 4.1 cm in diameter saccular thoracic aortic aneurysm. It was reported that the patient was admitted to the hospital for something other than their aneurysm. The physician ordered a CT chest and on review the thoracic aneurysm had grown. The physician noted that they did not see an apparent endoleak but the size had definitely increased. The physician decided to put another valiant stent graft in and cover the subclavian artery and go to the brachiocephalic. The physician performed the secondary intervention and the stent graft was implanted successfully. The physician stated that the cause of the event is unknown. No additional clinical sequelae were reported and the patient is doing fine.